Event description:
It was reported that the customer's insulin pump kept beeping and received a button error alarm. The customer stated that her insulin pump was not wet. The customer's blood glucose was 138 mg/dl. The customer stated that she took a shower and afterwards put it on. The insulin pump worked fine for 15 minutes, stopped working and then began beeping for 15 minutes. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button on the insulin pump had intermittent button responds due to flattened dome switch. No button error alarms noted during testing. Visual inspection was performed and no moisture damage was noted on the electronic or motor assemblies. No unexpected audio/beep anomaly noted. The insulin pump had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, and broken belt clip slot.